Event description:
Surgical procedure required: yes did event cause patient's death: no major pump unit(s) involved: blood pump specific component(s) involved: outflow valve other component: causative or contributing factor: no specific contributing cause identified other cause: intervention(s): replacement of pump other intervention: side.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: outflow valve

Event description:
Surgical procedure required: yes did event cause patient's death: no major pump unit(s) involved: blood pump specific component(s) involved: outflow valve other component: causative or contributing factor: no specific contributing cause identified other cause: intervention(s): replacement of pump other intervention: side.